Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed a test step during testing. The oxygen blending module harness and the system board were replaced to address the issue.